Manufacturer narrative:
The reported event could be confirmed as the surgeon provided an image that showed the heterotopic bone around the right implant.

Event description:
It was reported the patient has heterotopic bone on the right side and there will be a revision surgery performed to remove and revise the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the patient has heterotopic bone on the right side and there will be a revision surgery performed to remove and revise the implant.